Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the pt was receiving 3l of oxygen and had an oxygen saturation of 95% with a cannula. The reported device was used and the pt de-saturated quickly to 80%, the oxygen rate was increased to 5l but the oxygen saturation was still under 90%. Another device was used and the oxygen saturation increased to 95%. No pt injury reported.